Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were not functioning and worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the quick coupling device made noise when the k-wire attachment was attached to the device. There were no delays in the surgical procedure as a spare device was available for use. It was not reported if there was any patient involvement reported. It was not reported if there were any injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.